Event description:
See initial report.

Manufacturer narrative:
H.10: through follow up communication livanova learned that the knob of the control panel was loose. The encoder was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Reportability decision changes to not reportable event since the pump speed could still be controlled by the user and the speed control knob was only loose. Based on the received information, the functionality of the speed control was not compromized thus the event is not likely to result in serious injury or death and is therefore re-assessed as not reportable.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the speed control knob on a centrifugal pump console did not work during priming. There was no patient involvement.